Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Visual inspection of the instrument found no physical damage on the distal end. The housing was removed from the back end, and no damage was found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly and passed the grip test. The instrument was fully functional. The reported failure could not be replicated. There was no problem detected. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer (cde). The following additional information was provided: multiple instrument collisions were observed throughout the first part of the video between the force bipolar instrument and the monopolar curved scissors (mcs), and the suction irrigator. There was also some intraoperative instrument cleaning (using the mcs to remove tissue off the force bipolar). The failure happened off-screen at about 15:56 when the mega needle driver was lifting up the specimen to place in the bag and collided with the force bipolar. The proximal end of the grip dislodged from the clevis, so the surgeon was no longer able to open and close the grips properly. The wrist was fully pitched most of the time and pulling on heavy tissue, which may have contributed to the grip failure. With this type of grip failure, the instrument release kit (irk) would not be able to open the grips. The cde did not observe any parts of the instrument fall into the patient. At 38:27, the proximal end of the grip went back into place and the surgeon was able to control the instrument. Based on the additional information provided from the video clip review, this failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted gynecological procedure, the jaw of a force bipolar instrument could not be opened and that the cable at the tip looked derailed. The customer attempted to use an instrument release key (irk) to manually open jaws as advised by the technical support engineer (tse); however, the problem persisted. The surgeon reportedly was able to open the jaw by some other method. The procedure continued with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and no issues were identified. When the event occurred, the force bipolar instrument was grasping the collection bag for resected tissue and not grasping tissue. When asked to clarify how the surgeon was able to open the instrument jaws, it was reported that the surgeon pulled the collection bag with a prograsp forceps instrument, and it came off. After the grip was released, normal movement of the force bipolar was confirmed, but the customer discontinued using the instrument. It was confirmed there was no patient injury.